Event description:
The rptr stated the surgeon inserted a cc4204bf collamer plate lens. The lens was removed because capsule would not hold the lens. Vitrectomy was performed, not due to the lens. There was no product allegation. The rptr stated the cause of this incident was pt related. The incision was not enlarged and no sutures were required. A three piece lens was implanted.

Manufacturer narrative:
(B)(4). No product allegation against the product. (B)(4)